Manufacturer narrative:
Investigation conclusion: retention devices for the reported lot number were tested with in-house drug free urine. All results were read at 5 minutes and yielded expected negative results. No false positives for any of the analytes were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. Please refer to the "cross-reactivity" section within the performance characteristics portion of the package insert for a list of evaluated substances. This product provides only a qualitative, preliminary analytical result. A secondary method must be used to obtain a confirmed result.

Event description:
On (B)(6) 2018: false positive coc and mamp 1x on the multi-drug 12 panel screen no further testing or lab testing was performed. Operator explained they think this donor should be negative and that this test was a false positive. Operator did not provide justification for why they think this donor should be negative. No treatment was provided or withheld based on the false positive results. No adverse outcomes reported. No alleged delay in treatment as a result of the false positive results.